Event description:
I use the medtronic 780g insulin pump and continuous glucose monitoring system for my type 1 diabetes. The problem occurred when my sensor showed that my blood sugar was below 70 (it in fact showed that it got even below 50), yet the insulin pump kept giving me boluses of additional insulin. I believe an insulin pump, when paired with a cgm (continuous glucose monitor) should have a safety mechanism so the pump never automatically gives any insulin if it senses the bg (blood glucose) is less than 70. If the user knows they just ate and manually take a bolus, fine. But if it is happening automatically, then it is only worsening the problem. This happened to me. My pump alarmed and notified me my bg (blood glucose) was low, so I drank some juice to raise my bg (blood glucose) up, but then the pump corrected for this and gave me more insulin dropping my bg (blood glucose) below 50 again. The next time it alarmed and woke me up I suspended delivery on the pump and drank more juice, making sure my bg (blood glucose) was able to rise to a safe level again before allowing the auto-feature to turn back on. I reached out to the customer support department and asked them if there was a setting to prevent this. They indicated there is not. I believe this should be a mandatory safety feature on all insulin pump/cgm (continuous glucose monitor) combinations.